Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. Failure analysis investigations confirmed the customer reported issue. The primary failure of the broken main tube is related to the customer reported complaint. For clarification, the tenaculum forceps instrument was found to have the main tube broken. A piece measuring approximately 0.159¿ x 0.220¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional observations not reported by the site were also observed: the instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, and no damage was observed. The root cause of frayed - distal distrument grip cables is attributed to a component failure. Instrument log review was performed to confirm that the tenaculum forceps with lot number n10180108-0047 was last used on (B)(6) 2022 with 2 uses remaining on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the tenaculum forceps instrument could not be removed from the cannula without removing the cannula along with the instrument. Failure analysis investigation found a broken main tube which contributed to this issue. While there was no harm or injury to the patient, and no fragment from the broken instrument that fell inside the patient, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical radical hysterectomy procedure, the tenaculum forceps in arm 4 was used for around ten minutes then started losing pneumo. The customer couldn't figure out where the leak was coming from, and it caused loss of visualization of the instruments. The doctor wanted the tenaculum forceps removed. They tried to remove it but it would not slide out of the cannula. The customer felt like something was hitting the trocar. An error message came up on the screen "not in axis". The staff then decided to take out the instrument with the trocar together while holding the clutch button of the arm. They then replaced it with a new trocar, redocked arm 4 and then reinstalled the original instrument (not the tenaculum forceps). Surgery resumed and no more pneumo was lost. Two nurses tried to separate the trocar and tenaculum forceps, but were unable to do so. It was sent to sterilization and reprocessing and they were able to separate the instrument eventually. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the reporter to obtain additional information. Follow-up noted that the patient was having a bilateral inguinal hernia repair rather than a hysterectomy, and the instrument was being used to bluntly dissect tissue. No system fault occurred with the instruments. The jaws of the instrument were not stuck on tissue but being used to dissect peritoneal tissue in the inguinal area. The instrument release key (irk) was not used because there was no clamping issue. The issue occurred upon the attempt to remove the instrument through the trocar. There was no harm to the patient and the procedure was completed with no further issues.